Manufacturer narrative:
Additional, corrected, and/or changed data: g.1., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported being injected with juvederm® volbella¿ xc in the lips and cheeks. Patient lips and cheeks swelled up and ¿a mild reaction with a little bit of puffiness in the injection areas¿ after getting the first covid-19 vaccination. The day after they got the 2nd dosage of covid-19 vaccine, they experienced "severe anaphylactic reaction and couldn't breathe." Everywhere the filler was injected, "it swelled up so bad." Treatment was noted as benadryl and prednisone. Symptoms resolved within 2 weeks.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvederm® volbella¿ xc in the lips and cheeks. Patient lips and cheeks swelled up and ¿a mild reaction with a little bit of puffiness in the injection areas¿ after getting the first covid-19 vaccination. The day after they got the 2nd dosage of covid-19 vaccine, they experienced "severe anaphylactic reaction and couldn't breathe." Everywhere the filler was injected, "it swelled up so bad." Treatment was noted as benadryl and prednisone. Symptoms resolved within 2 weeks.